Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73f1600202 was manufactured on 06/13/2016 a total of (B)(4) pieces. Lot was released on 06/16/2016. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73l1700611 the staplers were functionally inspected (fired) and issue reported "pins stuck in the stapler" was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that the stapler is jamming and the pin does not work. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was a representative sample. The act ual sample was not returned. Visual examination of the returned sample revealed that the sample appears typical. The stapler was returned with 38 staples left in the cartridge. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to fire properly. This was repeated with the same results for the next two staples. However, the next two staples were unable to properly form. It was noticed that the staples became misaligned which is preventing the staples from moving down the cover block into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that this issue was present at the time of assembly. It could not be determined how the staples became misaligned. The remaining staples were removed and microscopic examination revealed that no burrs were present. Other remarks: a corrective action is not required at this time as it could not be determined how the staples became misaligned. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that this type of damage was present at the time of manufacturing. The potential cause of this complaint issue could not be determined. The reported complaint of "pins stuck in the stapler during use" could not be confirmed since the actual sample was not returned. However, a representative sample was returned and an issue was confirmed for the returned sample. Upon functional inspection, the staples became misaligned which prevented some staples from firing properly. A device history record review was performed and it showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that this issue was present at the time of manufacturing. It could not be determined how the staples became misaligned. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the stapler is jamming and the pin does not work. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler is jamming and the pin does not work. There was no patient injury.